Event description:
A malfunction was reported without any notable preceding events, displaying a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. However, the pump was replaced, and the customer will use current pump for insulin therapy until the replacement arrives.